Manufacturer narrative:
Insertion post could not be detached from a dental implant. Implant needed to be removed. Dentist should have consulted IFU to prevent this from happen. Product evaluation concluded no product problem

Event description:
Insertion post could not be detached from a dental implant. Implant needed to be removed.